Manufacturer narrative:
B3 is unknown. One device was received for evaluation. Visual inspection found the dso seal was degraded. Service history review had no indication the complaint was related to previous service of the device. Functional testing downstream occlusion passed and reported problem could not be duplicated. Preventative measure replaced the dso sensor, bezel, seal and labels.

Event description:
It was reported device had downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. Replaced the dso sensor for preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.